Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the hp052 was consistantly locking out after several minutes. They used (3) lcsk5s to try to troubleshoot the problem with the rep. The case was completed by changing handpieces. There was no consequence to the pt.